Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's tidal volume (vti) was fluctuating. When the fraction of inspired oxygen was set up to 40 percent the range error occurred. Replacing the inspiratory valve did not resolve the reported issue. There was no patient involvement as the reported issue was found during inspection.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (B)(4). The pt component is unresponsive to input. This issue will be internally investigated within carefusion.